Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos. How many days post op was the dermabond removed? How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify. Incision size of product application? How was the product applied and how many layers applied? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a laparoscopic sleeve gastrectomy procedure on (B)(6) 2019 and topical skin adhesive was used. The trocar ports were closed with suture and topical skin adhesive. At the one-week follow-up, the patient returned to the doctor, complaining of localized redness and itching at the trocar port sites. The doctor removed the topical skin adhesive and prescribed benedryl and hydrocortisone cream. Additional information has been requested.